Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 131 ohms. It was noted that there was also a previous alert for a high out of range shock impedance measurement of 126 ohms approximately six months ago with a shock impedance measurement of 104 ohms in the clinic at that time. Boston scientific technical services (ts) reviewed the shock impedance trend and noted that the measurements are stable around the 100 ohm to 110 ohm range for the past year, which is within the normal specification limits of 70 ohms to 125 ohms for a single-coil lead. Ts indicated there was no sign of a gradual rise in impedance values. Ts also reviewed stored episodes, presenting electrograms, sensing and pace impedance and indicated there is no sign of a lead issue. Ts explained to the healthcare provider (hcp) the difference between daily shock impedance measurements and delivered shock impedance measurements and stated based on the trending, they would expect the shock impedance measurement to come back down like it did six months ago. Ts suggested possibly performing a patient-initiated interrogation that day or the following day to ensure the impedance measurement value has decreased if they are unable to bring the patient into the clinic to clear the alert condition in the near future. Ts also suggested discussing increasing the high out of range shock impedance alert limit to 150 ohms and continue monitoring on routine checks. Ts further explained that once the daily shock impedance measurement reaches the 130 to 140 ohm range consistently, they may want to consider testing the lead. The lead remains in service. No patient symptoms or adverse patient effects were reported.